Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air and water supply volume does not meet the standard value due to clogging of nozzle, bending angle in up direction does not meet the standard value due to wear of angle wire, adhesive around light guide lens is peeled, adhesives around light guide lens has white-clouded area, adhesives around objective lens has white-clouded area, adhesive around objective lens is peeled, forceps channel port has a scratch, protector of universal cord on scope connector side has a scratch, protector of universal cord on control section side has a scratch, universal cord has a scratch, image guide protector has a scratch, paint on suction cylinder is peeled, paint on air water cylinder is peeled, adhesive on bending section cover has white-clouded area, adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, plastic distal end cover has a dent, connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.